Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The unit was returned from the field, and the reported issue was confirmed and replicated. The unit was installed on the test system and failed during testing. Roll magnet delamination was observed. Failure analysis determined that the roll was not in the correct homing position. It is possible that the incorrect homing position of the roll caused the recalibration issues. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. As a result of this investigation, failure analysis has concluded that the roll magnet and hub were the probable root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, repeated recoverable faults were occurring on the hand controller. Upon contact with technical support, multiple errors were viewed and confirmed, specifically 23008 and 23013 errors, which were pointing to master tool manipulator left (mtml) roll. An attempt was made by the customer to recover from the faults, but those attempts were unsuccessful. Technical support then walked the customer through a hard power cycle on the console; however, the errors immediately returned following the power cycle. As a result, the procedure was moved over to another available system. There was no report of patient involvement or reported injury.